Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer woke up with blood glucose of 400 mg/dl and was vomiting. The customer treated with a bolus from the pump. The customer was taken to the hospital by his father. The customer was hospitalized for two days.